Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting. (B)(4).

Event description:
The reported complaint of "scope elevator is broken, scope was used in procedure, physician complained that while doing biopsy the needle was not going through the groove. Involving pentax medical video ultrasound gastroscope model eg-3870utk, serial number (B)(4). No serious injury or death of a patient or user, or delay in a procedure which would require medical intervention was reported. However, due to the information reasonably suggesting that if the malfunction recurs, the device or any similar marketed device is likely to cause or contribute to a death, serious injury, or other significant/important medical event, this event will be made FDA reportable. On 03dec2020, the user facility reported "elevator broken scope elevator is broken, scope was used in procedure, physician complained that while doing biopsy the needle was not going through the groove. Scope was changed for same procedure. No patient injury." Pentax customer service issued (B)(4) for the equipment to be returned for further evaluation. The device was received at pentax service facility on 04dec2020 and evaluated on 18dec2020 where the user narrative was confirmed. The investigation findings is as follows: elevator knob play. Customer complaint confirmed. Passed wet leak test. Passed dry leak test. On 11jan2021, the endoscope was repaired and returned to inventory. Repairs done: deflector operating wire replaced, and elevator adjustment completed. On 10mar2021, a device history record(DHR) review for model eg-3870utk, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the device was manufactured on 11-may-2012 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. On 16mar2021, a review of the service history was performed, and it was confirmed that the device was routinely serviced since date installed of (B)(6) 2012.

Manufacturer narrative:
Evaluation summary: when the needle is bent, the needle does not get on the elevator and the forceps cannot be lifted. Correction information: g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result.